Event description:
Sinus lift surgery 12/2001. Pt seen 7 days post op, no complications noted. Approx. 3.5 months post op, swelling at site, antibiotics initiated. Approx 4.5 months post op, graft removed. Pt doing well, site is healing well. Physician feels this was not infection, but more like a foreign body reaction, and that event was product related because the particles in the external swelling were shed from the mass in the sinus.